Manufacturer narrative:
H.6. Investigation: according to the DHR review process; the result showed there were no issues reported like incorrect lids during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like incorrect lids for the same part number throughout the last twelve months. According to the picture received from customer, the incorrect lids issue was confirmed as a manufacturing process problem, previous complaint has been received, the most recent was received on 2018, since this subassembly is handling in a recyclable box which needs to be inspected prior to re-use to ensure that previous labels were removed; this problem had already been identified within the process, for this reason a CAPA record # ca-rj001869 was opened to perform a thorough investigation and to implement and document corrective actions to avoid in order minimize recurrences related to incorrect lids for products of 14qts and 6gall family. Root cause documented in the CAPA #ca-rj001869 the method to remove and/or place the product ID label has improvement opportunities. Corrective action documented in the CAPA #ca-rj001869 . Modify recyclable boxes 20 pack (bdx-8990120) & 40 (846-bdx-8990121) pack adding a square mark showing where the box label must be placed, this change must be implemented thru agile system with a eco (engineering change order). Modify the mpis to reinforce the label removal process and to indicate where the box label must be placed.

Event description:
It was reported that 4 sharps coll asia 13.2l yel 1508 non-vent experienced a deformed/damaged/broken lid/lid lock/lid latch which was noted prior to use. The following information was provided by the initial reporter: missing teeth on sharp container.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 4 sharps coll asia 13.2l yel 1508 non-vent experienced a deformed/damaged/broken lid/lid lock/lid latch which was noted prior to use. The following information was provided by the initial reporter: missing teeth on sharp container.